Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was fractured. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.